Event description:
Scd machine continuously alarmed through out operating room time and recovery time. Alarming codes: hi & ge. This incident had the circumstances to cause patient harm but did not harm the patient. Bio-clinical engineering recovered the unit and the clips that hold the blanket to the tubing was damaged and one of the pumps did not work. The other two units (this has happened on several occasions) had damaged clips as well. Two pumps were repaired the same day. The third has received a new pump and is back in service.